Event description:
The device could not be fired as normal. The surgeon found there was no swing tab on the reload unit. Changed another one to complete the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.